Event description:
The customer reported that the system had a bv camera error. There would be no image. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and found a faulty power supply module, but no conclusion can be drawn, as repair info is not available.